Event description:
The complainant is a physician who stated that they are testifying in a lawsuit pertaining to an alleged brachial plexus injury sustained by a pt when using shoulder braces manufactured by allen medical systems. The alleged incident occurred in a hospital approximately three years prior to the date of this report. The complainant was seeking information on this device.